Event description:
There are several discrepancies with my (B)(4) clinical study: continued access that need addressed. On (B)(6) 2007, I contracted to become part of a (B)(6) implant study with FDA monitoring. At that time, the clinical study was premarket approval (PMA). My former breast implants were a style included in the (B)(6) 2019 allergan / mcghan biocell implants and expanders recall. I paid upfront (B)(6) for my breast augmentation. In return, I did everything that was required of me for the clinical f/u appts; however, on (B)(6) 2013 when the allergan cohesive 410 gel textured implants were approved for public use, my study was terminated. I was no longer followed or reimbursed for the rest of the study. Since breast augmentation (B)(6) 2007, I have experienced these symptoms and medical complications. This isn't an inclusive list and I do have medical testing reports for documentation. My idc tumor appeared in 2017 but diagnosed (B)(6) 2018. I have extremely low levels of estradiol since 2010, no menstrual cycle since (B)(6) 2006, low estrone levels, tested negative on genedx comprehensive common cancer panel. Oncotype dx score of 47 etc; breathing issues, trouble swallowing, costochondritis - multiple episodes; high cholesterol, uterine fibroid(s) increasing in size with nonexistent estradiol levels or ovarian cysts, idiopathic guttae hypomelanosis, brain fog and memory impairment, far worse than typical postmenopausal pts I know; severe constant fatigue, I can sleep 2 or 12 hours and feel the same, fibromyalgia signs and symptoms. My joint legs, feet, and back always hurt, bilateral cataracts, extremely dry eyes, drastically aging in appearance, hair loss and thinning has been terrible. I rarely had my hair colored or highlighted since breast augmentation in order to prevent breakage and more hair loss. Extremely low blood pressure and tachycardia. Example of a few blood pressure recordings I have experienced: 80/62 with pulse 122 and (B)(6) 2016, 83/64 with pulse 120 on (B)(6) 2016, 54/35 on (B)(6) 2016, 83/63 with pulse 132 on (B)(6) 2017, 81/64 with pulse 123 on (B)(6) 2017, etc. I have several recorded blood pressure and pulse readings to reference. Frequent urination. I would wake up in night multiple times to urinate. Temperature regulation issues. I wear multiple coats in public and in my home as I am cold. Even in the summer, I wear a jacket inside stores as I am cold. Extreme dry and wrinkling skin. Teeth erosion of enamel, breaking, cracking etc. The left sided breast mass formed early 2017 but was officially diagnosed (B)(6) 2018 as invasive ductal carcinoma. The tumor was diagnosed at 2.5 cm, grew to 4 cm over three weeks, formed a piggyback tumor, and began to micro metastasize. The lumpectomy with sentinel lymph node removal was (B)(6) 2018. My enbloc with total capsulectomy bilaterally was (B)(6) 2018. My tumor was estrogen receptor positive (ER+); however, I have had no menstrual cycle since (B)(6) 2006 and estradiol levels have been nonexistent/ non detectable levels since 2010. The lack of explanation for the uterine fibroid growing in size coincides also with my idc tumor formation I feel. On (B)(6) 2019 - low 25 oh vitamin d. I have continued to have issues since explant with unk etiology areas appearing in my upper lungs bilaterally on both a recent fdg-pet/CT and omnipaque 300 CT scan. I had small pericardial effusion noted also. Due to a very recent hashimoto's thyroiditis diagnosis (B)(6) 2019, I experienced a 7-10 pound weight gain due to edema, experienced sores on my lower extremities, and other issues developed related to an autoimmune condition attacking my thyroid as I have always had normal tsh, free t3, and free t4 levels. My thyroid antibodies were abnormal however, (B)(6) 2019 - rheumatoid factor is high. Here are questions to date I have been unable to get answered. Why were mcghan cohesive 410 gel biocell textured implants used for my allergan / FDA clinical study? Why was my info outdated to make an informed decision from and labeled inamed / mcghan instead of allergan? What exactly are my mcghan cohesive 410 gel textured implants and its textured coating made of from lot 1389140. What is the original manufacture date of these mcghan lot 1389140 implants? An allergan product surveillance rep advised me 02/07/2007 was the manufacture code. On page 10 of 15 of this 03/10/2003 medical complication info presented to me in order to make an informed decision as we never had the internet resources in 2006 and 2007 that we do in 2019 to research breast implant complications stated that "there is no scientific evidence that silicone-filled breast implants can increase the risk of cancer in women." "Average f/u time of completed studies in women has been too short to be fully conclusive." Based on my personal experience, I am confident that my mcghan cohesive 410 gel textured implants led to many of my medical issues and aggressive invasive ductal carcinoma tumor. As for bia-alcl, my implants or capsules were never tested for the cd-30, alk etc. Markers so this diagnosis hasn't been reported or confirmed secondary yet. Since augmentation (B)(6) 2007, I had several med complications arise that are parallel to what we know as breast implant illness. In (B)(6) 2018, I was diagnosed with left breast stage 2a. Invasive ductal carcinoma (idc) and estrogen receptor (ER+). I have been completely postmenopausal since (B)(6) 2006 with less than detectable levels of estradiol since 2010. I tested negative on all 46 cancer genes of the genedx comprehensive common cancer panel (B)(6) 2018 ordered. The fact is that the mcghan / allergan cohesive 410 gel textured implant is an endocrine disruptor; "20i" have unk etiology areas in my lungs as of (B)(6) 2019. FDA safety report ID# (B)(4).